Event description:
Fibers were found in IV solution. Cardioplegia solutions made in empty device. All solutions were passed through a .22 micron filter. Rptr states contamination source is the bag. Co's reliability and quality engineering dept received one used bag, and visually noted one white fiber in the solution inside the bag. Per co: the presence of particulate matter in parenterals results from human activity, the mfg process and the enviroment where the products are produced, and the pharmacy procedures with the admixture process. Co has spent extensive time and effort to better control the personnel and enviroment of empty device production. Presently, all the sheeting after extrusion is cleaned by a wipe cleaner. This fabric is in constant contact with the plastic sheeting and helps remove the particulate matter and maintains the level of particulate to extremely low levels. A number of controls and procedures are performed along with the above, including: enviromental, personnel, equipment cleaning, product inspection, and monitoring.